Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that several years following an intraocular lens (iol) implant procedure, he noted glistenings on the lens. Additional information was provided by the surgeon that he performed a yag capsulotomy. The glistenings improved, but are still present. The patient's vision improved following the laser.